Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.the product code is unknown; therefore, a 510k number cannot be provided at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter?s investigation, the system error 2240 was due to air being sucked into the disposable set after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review was not performed. A review of the labeling finds the labeling to be adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding a system error 2240 that occurred while using the homechoice (hc) during therapy, in a drain cycle. The patient was connected to the hc at the time of the error, but stated they did disconnect prior to the error. The patient then reconnected. All bags were properly spiked and connected, and no extension lines were used. There were no open clamps on any of the unused lines and nothing unusual was noted about the supplies. (B)(4) had the patient cycle power to clear the error and advised them to finish therapy with manual supplies. No injury or medical intervention was reported. The sample is not available for evaluation.